Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that a patient was having more seizures in the last 2 years. The patient was advised to follow-up with the physician. He believes the output current is 1.5ma. Attempts were made for more information; however, no further information was able to be provided by the patient's physician.